Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer site. Field service engineer inspected the crem module. Fse replaced the crem module to resolve the issue. Beckman coulter internal identifier is (B)(6).

Event description:
The unicel dxc 800 pro synchron system generated a false high crem (creatinine modular chemistry) result for one patient sample. The results were not reported outside of the lab and there was no impact to patient treatment. The customer noted the qc (quality control) was run before the event and the results were within range. It is unknown if the qc was run after the event.